Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient experienced a fall about 1-2 months ago, and starting within the last 3-4 weeks they have been having poor coupling issues. The caller reported that most of the time, the patient was able to get some coupling boxes, and that after the patient kept the antenna over the ins long enough there would be more coupling bars. The caller reported that the patient got 10 coupling bars last night. The caller reported that during troubleshooting they tried to connect with the recharger, but got no coupling bars. The caller reported repositioning the antenna and getting 4 coupling bars. The caller reported that the patient attempted to start an antenna locate but was not able to get the antenna locate screen. The caller reported that in the meantime, the patient was able to get 10 coupling bars. No patient symptoms were reported. No further patient complications have been reported as a result of this event.